Event description:
Additional information received reported that the patient was "healing well". About one week later it was reported that the explant was "successful" and the patient "healed well".

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that an explant was planned on (B)(6) 2013. It was stated that there were stimulation/therapy issues, including loss of stimulation/therapeutic effect. It was noted that the stimulation was in the right place, but there was less than 20% pain relief and stimulation sensation was "annoying." The patient was reported as alive with no injury. Additional information was requested, but was not available at the time of the report.

Manufacturer narrative:
(B)(4).